Manufacturer narrative:
The device has not been returned/received to date. If the device is received, a supplemental report will be submitted with the investigation results. We are unable to confirm the reported needle mechanism failure or to determine its root cause. Lot release records were reviewed and the product lot met all acceptance criteria. Specifically, a pod is paired to a pdm and put through simulated use testing including confirming that the device deployed the cannula correctly.

Event description:
It was reported that the needle did not deploy. The pod was not worn.

Event description:
It was reported that the needle did not deploy. The pod was not worn.

Manufacturer narrative:
The device has not been returned/received to date. If the device is received, a supplemental report will be submitted with the investigation results. We are unable to confirm the reported needle mechanism failure or to determine its root cause. Lot release records were reviewed and the product lot met all acceptance criteria. Specifically, a pod is paired to a pdm and put through simulated use testing including confirming that the device deployed the cannula correctly.

Manufacturer narrative:
The device was received undeployed. The pink slide insert was not visible in the top housing viewing window and the arms of linkage assembly were in not deployed state. The data downloaded from the device showed no time outs, drive stalls or alarm. The device delivered 46 first prime pulses and was deactivated before needle deployment. Investigation found no issues that would result in the reported needle mechanism failure.

Manufacturer narrative:
The device was received undeployed. The pink slide insert was not visible in the top housing viewing window and the arms of linkage assembly were in not deployed state. The data downloaded from the device showed no time outs, drive stalls or alarm. The device delivered 46 first prime pulses and was deactivated before needle deployment. Investigation found no issues that would result in the reported needle mechanism failure.